Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer plugged the pump into a power source and held the wake button down and received a button alarm 22. Subsequently, the pump was accidentally put into storage mode. Tandem technical support guided the customer through the steps to turn on the pump and the pump was successfully turned on. Technical support educated the customer on how to turn the pump on. Customer's blood glucose (bg) level was elevated (250 mg/dl). The customer took a bolus via backup pump to stabilize bg level